Manufacturer narrative:
The field service engineer (fse) performed high sensitivity system check which failed due to an elevated percent coefficient of variation (%cv) for the hsinc52 test portion. The fse installed a new luminometer and adjusted the wash arm height and mixer bearing clearance. The fse performed a routine system check which failed due to an elevated washed portion %cv and a flier on the substrate portion. The fse performed another routine system check which also failed, this time due to multiple high fliers on the substrate portion. The fse replaced the substrate valve and performed another system check; it failed due to a flier in the washed portion. The fse replaced the substrate pump belt and performed a routine system check and high sensitivity system check. Both system checks passed within instrument specifications. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. This medwatch report is related to MDR 2122870-2013-00768.

Event description:
The customer reported non-reproducible troponin I (access accutni) results, above the acute myocardial infarction (ami) limit, for two patients, involving the access 2 immunoassay system used in conjunction with the access accutni assay and calibrator. This report references the second patient on the event date noted. An initial result of 15.64 ng/ml was obtained. Subsequent analysis of the sample, on the same instrument, produced a result of 14.90 ng/ml. The patient¿s sample was also analyzed through an alternate methodology and produced a lower result of 0.00 ng/ml. The discrepant results were not released from the laboratory. There was no patient consequence associated with this event. The customer stated all quality control (qc) recovery was within specifications at the time the event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.